Event description:
Patient acknowledged the safety notice and reported the orthodontist advised to stop using byte due to poor results, increased tmj pain, aligners breaking, and poor customer service.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.